Manufacturer narrative:
Investigation summary a complaint of a crack on the connector was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for model (B)(4) lot number 22099115 was performed. The search showed that a total of 8,403 units in 1 lot number were built on (B)(6) 2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using maxplus pressure rated extension set with removable needleless connector a crack led to leakage. There was no report of patient impact. The following information was provided by the initial reporter: leaking noted at end of connector small crack difficult to screw IV needle product # (B)(4).